Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 30nov2018. Follow-up root cause: failure analysis on the returned touch screen shows that the customer complaint of ¿touchscreen failure¿ was confirmed. Touch screen is out of specification.

Manufacturer narrative:
Event date (B)(6) 2018. (B)(4). Philip's field service engineer (fse) replaced the display. The device function was checked and was normal. The unit was returned to service.

Event description:
The customer reported a touchscreen problem.there was no patient involvement. The event date was not specified; estimate used.